Manufacturer narrative:
Three photographs were provided by the customer for evaluation. One photo confirms the complaint of the tubing separation. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. The device history report (DHR) for lot number 14015195 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot number was provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 32" ext set w/2 inj sites, clamp, rotating luer where it was reported that the IV extension lines pull apart while connected to a patient. There was patient involvement and unknown adverse event.